Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp may have been overfilled with fluid while using the homechoice cycler for apd therapy. Hcp related that the hp has a midday exchanged that leaves them with approximately 2500mls in hp at the start of their initial drain phase of apd therapy. According to the hcp, she left the hp in the room at the start of the initial drain and came back into the room during dwell, after the machine had delivered the programmed fill volume. Hcp reviewed the volume of fluid that had been drained during the initial drain, -13mls, and realized that the hp did not drain out their midday exchange volume before they received the subsequent fill. Hcp bypassed the hp from dwell into drain where the hp drained out 4,519mls+ of solution. Review of the hp's initial drain alarm setpoint revealed that the alarm was set at 0mls. Hcp relates that after drain 1, the hp continued therapy to completion with no difficulties. There was no patient injury or medical intervention.